Event description:
It was reported that a male patient underwent an interventional coronary procedure on (B)(6) 2014. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed presence of pvd/calcium. Following the procedure, the physician who is a trained user, selected a mynxgrip (5f) vascular closure device to close the access site. It was reported that the balloon ruptured during pullback. Manual pressure was applied for 40 minutes. The patient was hospitalized for reasons unrelated to the mynx device / mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1317805) indicated that the device lot met all established performance criteria prior to shipment.